Manufacturer narrative:
(B)(4). (B)(4). Malformed clip. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. However the event described was confirmed, due to the malformed clips received. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device malfunctioned. Another device was used to complete the case with no patient consequence. There is no further information available from the rep.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed during the procedure, and have been returned with the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.